Manufacturer narrative:
This MDR is being submitted past the thirty-day reporting requirement as part of an additional retrospective review initiated in response to the (B)(4) 2011 FDA inspection. We are submitting this MDR as the result of the re-evaluation of our complaint process. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including an ipg and surgical lead. It was reported that the patient was experiencing difficulty recharging her ipg. In an effort to resolve this matter, a replacement charging system was shipped to the patient. Follow-up on this matter found that the recharge issue persisted with use of the replacement charging system. The patient's ipg was replaced during the surgical procedure to address a lead migration issue (reference MFR. Report # 1627487-2010-03051) and effective stimulation was recaptured as a result.